Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information was obtained from a presentation abstract titled, "the implantable cardiac device winter conference" 2016 vol.8, page 180 (o97). On an unknown date, the patient was admitted to the hospital for atrial septal defect (asd) closure. At the time of preoperative inspection, atrioventricular (av) block with complete right bundle branch block (crbbb) and paroxysmal atrial tachycardia was confirmed. A cardiac catheterization was performed and qp/qs ratio was 1.97. The patient's defect was measured 21 mm by transesophageal echocardiography (tee) and had a rim of more than 5 mm except for 4.6 mm on the aortic side. A 24 mm amplatzer septal occluder (aso) (serial, lot unknown) was selected and successfully implanted. Thirty-one days post op, the patient presented to the hospital with sudden vertigo and blackout. The patient was diagnosed with complete av block which required a temporary pacemaker. No electrolyte imbalance or myocardial dysfunction was confirmed at this time. No mechanical stimulation was observed in the tissue around the implanted aso through tee and three-dimensional computed tomography scan. A permanent pacemaker was implanted in the patient.